Event description:
User stated there was a quite extensive leak from near the water reservoir. The leak was inside the analyzer, on the floor near the computer and into a walkway. There were no injuries due to the leak. No patient sample results were affected. The field service representative determined the float switch for the internal water reservoir was stuck and replaced it. Performance tests were performed which were within specification.